Event description:
It was reported via repair work order that the cot could not lock into the fastner due to a bent base tube weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.